Manufacturer narrative:
(B)(4) - indication for use. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation of the balloon was confirmed. The difficulty to remove from the lesion could not be confirmed as this was based on operational circumstances of the procedure. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot revealed no other incidents for detachment of device component or difficult to remove. It should be noted that the trek rx instruction for use (IFU) states: the trek rx coronary dilatation catheters is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, or balloon dilatation of a stent after implantation. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% restenosed, moderately calcified lesion in the narrow mid tibial artery. Reportedly, during withdrawal of the 3.0x20mm trek balloon dilatation catheter (bdc), resistance was met with the anatomy, and the distal shaft separated. An unspecified snare device was used to successfully retrieve the distal shaft from the patient's anatomy. An unspecified device was successfully used to complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.